Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on the afternoon of (B)(6) 2014 at approximately 4:25pm (est) he did not feel well. The patient claimed he was ¿sweating a lot¿ and associated the symptom with a low blood glucose. In response to the symptom, the patient tested his blood glucose and obtained what he felt was an inaccurate high reading of ¿313 mg/dl¿ with the subject meter. The patient claimed he felt the result was inaccurate high compared to his feelings and normal readings and therefore decided to retest his blood glucose using a test strip from a new vial and obtained a result of ¿216 mg/dl.¿ in response to the symptom the patient reported taking a glucose tablet. During the follow-up call, the patient informed the mss that he had been obtaining higher than expected readings with the subject meter prior to the onset of symptoms. The patient manages his diabetes with insulin and informed the mss that he was administering an increased dose of insulin in response to the elevated results he was obtaining with the subject meter. The patient felt that the onset of symptoms may have been attributed to the increased dose of insulin he had been taking. At the time of the troubleshooting, the patient informed the customer care advocate (cca) that the strips he obtained the reported inaccurate high results with were obtained from a vial of test strips in which the container cap was left open. At the time of the follow-up call, the patient informed the mss that the vial of test strips with the displaced cap was from a new box of strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.